Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 6/25/85; including appendectomy, cholecystectomy, hysterectomy, were not provided. (B)(6) 1985: [facility ni]. Ck. Office notes. Seen in reference to a hiatal hernia. Been treated by dr. Freddy lockett for several weeks but no improvement. Will require hiatal hernia repair but resistance to hospital bill at this time. (B)(6) 1988: [facility ni]. [Provider ni]. Office notes. Abdominal pain unchanged on medication, unlikely this is acid related problem. Scheduled CT of abdomen, will be seen back following this. (B)(6) 1988: (B)(6), jr. Md. Radiology ¿ CT abdomen. Impression: normal CT of abdomen. (B)(6) 1990: [facility ni]. [Provider ni]. Office notes. Pain in hiatal hernia, worse when she lifts. History of right upper quadrant pain that radiates to her back and greasy, spicy food intolerance but gallbladder removed. Lettuce and apples make epigastric pain worse. Started on zantac in past by dr. Anderson with some benefit. Started on pepcid and reglan before meals and at bedtime. See back in one week. Abdominal exam benign except mild epigastric tenderness. Records between 06/25/90 and 11/22/02. (B)(6) 2002: (B)(6), md. Consultation. Epigastric pain times 24 hours, intermittent, sharp, come in waves, radiate to back. Intermittent constipation and diarrhea, no blood in stools. Exam: abdomen soft, extremely tender in epigastrium, well-healed midline incision, not sure that I can feel a hernia in this incision. No inguinal hernias. Very tender but does not have peritoneal signs. Assessment/plan: severe epigastric pain. Favor peptic ulcer disease or incarcerated hernia; diverticulitis is possibility. Will review x-rays and cat scan, keep npo [nothing by mouth] with IV fluids. (B)(6) 2002: (B)(6), md. Procedure report. Diagnosis: abdominal pain, gastritis. Endoscopy. Mild gastritis, no masses or ulcers. No hiatal hernia. Records between 11/22/02 and 1/7/05 were not provided. (B)(6) 2005: [facility ni]. [Provider ni]. Office notes. Charlie horses in stomach, upper abdomen. Set up CT of abdomen/pelvis. (B)(6) 2005: (B)(6), md. Radiology ¿ CT of abdomen/pelvis. Indication: mid-abdominal pain. Impression: sigmoid diverticulosis without diverticulitis. Records between 1/18/05 and 6/20/07 were not provided. (B)(6) 2007: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indications: diverticulitis. Findings: small hiatal hernia. Impression: sigmoid diverticulosis without CT evidence for diverticulitis. (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: recurring urinary tract infections with apparent colovesical fistula based on cystogram. Postoperative diagnosis: bladder distortion secondary to post hysterectomy adhesions with no evidence of chronic or acute diverticulitis. Procedure: cystoscopy, diagnostic laparotomy with lysis of adhesions and inspection of bladder and colon. Surgeon: mickey anderson, md. Description of procedure: ¿following induction of general endotracheal anesthesia, the patient was placed in a lithotomy position and the perineum was prepped and draped in the usual manner. The cystoscope was introduced into the bladder and the bladder mucosa was carefully inspected, particularly on the left side. No evidence of bladder inflammation or fistula was present. Once this was completed, a foley catheter was placed. The patient was placed in the supine position. The abdomen was prepped and draped in the usual manner. A lower midline incision was reopened. The peritoneal cavity was entered. Minimal adhesions were present to the anterior abdominal wall. With the patient in a head down position, the pelvis was then explored. There were multiple adhesions from the small intestine and colon to the bladder, but these appeared to be postoperative and were not related to chronic or acute diverticulitis. The intraperitoneal portions of the bladder were completely dissected. The sigmoid colon was dissected completely out of the pelvis and the bladder was inspected circumferentially. Other than distortion of the bladder related to the adhesions to the sigmoid colon, no connection was identified. Once all of these adhesions were taken down and hemostasis was assured using stick ties of 3 0 polysorb, the remaining abdomen was inspected and no evidence of inflammatory reaction or any connection to the bladder was identified. The area was then irrigated and aspirated. Hemostasis was once again assured. Following correct sponge and needle counts and assurance of hemostasis, the fascia was closed with interrupted stitches of #1 polysorb with internal retentions of #2 polysorb. The skin was closed with a combination of staples and mattreces [illegible] sutured of 3-0 nylon. Dry sterile dressing were applied. She tolerated procedure well, was awakened on the table, extubated, and taken to recovery in stable condition.¿ (B)(6) 2007: (B)(6), md. Office notes. Surgery follow up. Feeling worse. Moderate incisional pain, incisional drainage which is new, redness around the incision, nausea, vomiting, constipation. Pain not controlled. Reports taking 2 laxative tablets last night and feeling nauseated today. Vomited twice while in office. Exams: incision partially healed, no infection or hernia, draining and erythematous for 2 cm away from wound, no warmth around incision every staple removed; sutures left in place. Plan: staple/sutures removed. (B)(6) 2008: (B)(6), md. Office notes. Presents with ventral incisional hernia, recurrent, abdominal pain. First noticed 1 month ago. Characterizes as aching, moderate intensity. Symptoms include constipation. Review of symptoms: abdominal pain, acid reflux, heartburn, hematochezia, hemorrhoids, melena. Exam: gastrointestinal: normal bowel sounds; no masses or tenderness; incisional hernia present; both to right and slightly above umbilicus, one lower on left. Plan: hernia repair ventral/incisional. (B)(6) 2008: [facility ni]. (B)(6). Consultation. Abdominal surgery. Postop uneventful hernia repair. Up on floor slightly nauseated. Medically stable postop. Will advance diet slowly, diabetic diet. (B)(6) 2008: (B)(6), md. Office notes. Surgery follow up, complains appropriate incisional pain. Incision appears clean, dry, intact and a little contused. Follow up 2 weeks. (B)(6) 2008: (B)(6), md. Office notes. Surgery follow up. Mild incisional pain. Incision has no evidence of infection or hernia, clean, dry, intact. Follow up 1 month. Records between 5/12/08 and 3/21/11 were not provided. (B)(6) 2011: [missing records: records for ¿CT abdomen/pelvis, noncontrast¿ were not provided.] (B)(6) 2011: (B)(6). Radiology ¿ CT scans abdomen/pelvis. History: abdomen pain. Comparison: (B)(6) 2011. Findings abdomen: small hiatal hernia. Findings pelvis: postsurgical changes from ventral hernia repair. Ventral hernia just lateral to mesh material along left side containing a solitary nondistended loop of bowel. This is unchanged. Second subjacent hernia more inferiorly, appears new, contains small portion of nondistended bowel. Impression abdomen: small hiatal hernia, mesenteric findings suggestive of mesenteric panniculitis. Impression pelvis: 2 small ventral hernias contain nondistended bowel, no inflammatory changes. Colonic diverticulosis. (B)(6) 2011: (B)(6), md. Office notes. Abdominal pain primarily in left flank, moderate intensity. Found to have two incisional herniae and massive steatosis of liver. Exam: gastrointestinal: normal bowel sounds; no masses or tenderness; an incisional and at the umbilicus appears to be reducible hernia. (B)(6) 2011: (B)(6), md. Office notes. Ventral hernia. Abdominal pain located left flank. Plan: consent for hernia repair ventral/incisional and will attempt laparoscopic repair and convert to open if needed. (B)(6) 2011: (B)(6), md. Office notes. Follow up ventral hernia repair. Feeling better. Complains of appropriate incisional pain and incisional drainage which is improved. Exam: incision appears clean, intact, some minimal serous output from wound edges. Follow up 1 week. (B)(6) 2011: (B)(6), md. Office notes. Follow up. Exam: wound drying nicely. Follow up 2 weeks. (B)(6) 2011: (B)(6), md. Office notes. Follow up. Exam: wound virtually closed at this time. (B)(6) 2012: (B)(6), md. Office notes. Complains of incisional drainage which is improved. Exam: granulation tissue in umbilical incision and 1 cm superficial open area in lower midline wound. Procedure note: benign lesion #1 is granulation tissue in umbilicaus [sic]. Diameter: 1 cm. Method of lesion destruction is and silver nitrate. Hemostasis achieved with silver nitrate. Follow-up as needed. There are no records after 2/2/12. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6). (B)(6), md. Discharge summary. Seen with recurrent left lower quadrant abdominal pain, urinary tract infection and a workup that included a cystogram which appeared to show a colovesical fistula. Was taken to the operating room and underwent an initial cystoscopy which was normal with an exploratory laparotomy with findings of extensive adhesions in the left lower quadrant with distortion of the bladder but an actual colovesical fistula was not identified. After her lysis of adhesions she proceeded well. Discharge diagnosis: intraabdominal adhesions with bladder distortion and recurrent urinary tract infection. Acute gouty arthritis . On (B)(6) 2007: (B)(6). Discharge instructions. Discharged to: home. Activity: up ad lib as tolerated . On (B)(6) 2008: (B)(6). (B)(6). History and physical. Was in the hospital just a few days prior for ventral hernia repair. Did well and was discharged home. Took several cathartics and ended up with intractable nausea, vomiting and diarrhea. Obviously this strained her incision and with persisting symptoms, she came to the emergency room. Does have a probable urinary tract infection which was sent for culture. Overnight she has done fine. She has had a little bit more diarrhea, no more nausea and vomiting. Her abdomen is just a little bit more sore from vomiting and diarrhea over wounds. Exam: abdomen: hernia incision over her belly is clean and clear. Abdomen is soft with mild diffuse tenderness. Impression/plan: gastroenteritis, questionable complication of the urinary tract infection and surgery with hospitalization, pain medication and the fact that she took cathartics. Her symptoms are all stable . On (B)(6) 2009: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. History: lower abdominal and left flank pain. Findings: there has been mesh repair of the abdominal wall hernia. Impression: no acute abnormality . Records between (B)(6) 2009 and on (B)(6) 2011 were not provided. On (B)(6) 2011: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. History: left upper quadrant pain and right flank pain. Findings: there is stranding of the mesenteric fat left upper quadrant inferior to the pancreas. Findings suggest a mesenteric adenitis with mottled nonenlarged lymph nodes. There are postsurgical changes of the anterior abdominal wall to the right of midline from hernia repair. Immediately to the left of the mesh there are 2 small hernia defects containing small bowel without wall thickening. Impression: mesenteric fat stranding with shoddy adenopathy suggesting mesenteric adenitis. Postoperative changes from ventral hernia repair with 2 recurrent bowel containing hernia defects without obstruction. Diverticulosis. Fatty liver . On (B)(6) 2011: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. History: abdominal pain, hernia problems. Findings: there is a small hiatal hernia present. There is significant diverticulosis of the sigmoid colon without evidence of diverticulitis. The patient has undergone ventral hernia repair with mesh. Just to the left of the upper hernia mass, there is recurrent herniated containing a loop of small bowel. There is no obstruction. There is no strangulation. Impression: fatty liver. Small hiatal hernia. Ventral hernia repair with small recurrent/residual hernia along the upper left aspect of the mass. There is no strangulation. There is no bowel obstruction. Advanced calcification of the aorta are present without aneurysm. Significant diverticulosis without diverticulitis. Advanced degenerative changes of the lumbar spine . On (B)(6) 2011: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Clinical history: diarrhea for 5 days. Findings: concentric wall thickening involves portions of the transverse colon, descending colon, and sigmoid colon. Stranding and edema are present within the adjacent pericolic fat in these regions. Diverticulosis involves the colon with no other specific CT findings for diverticulitis on this exam. The findings are present to suggest mechanical bowel obstruction. Postsurgical changes are present from prior ventral abdominal wall hernia repair. Multiple segments of small bowel are identified located immediately adjacent to the surgical site in this region suggesting adhesions. Impression: the rectum is incompletely visualized on this exam. Findings involve the colon as discussed above. Differential would include various causes for both infectious and noninfectious colitis, felt to be less likely bowel ischemia or neoplasia because long-segment involvement. No specific CT findings for bowel ischemia are identified at this time. No evidence of diverticulitis. Fatty infiltration of the liver . On (B)(6) 2011: (B)(6). (B)(6). Office notes. Small midline non-healing surgical wound to abdomen. Status post hernia repair in (B)(6) 2011. Assessment: small hypergranulated area to the distal end of the incisional line from a hernia repair in september. Joint visit with (B)(6) , acnp which used silver nitrate to the wound bed/hypergranulated area. Aquacel ag applied over wound bed and covered with a bordered gauze. Patient instructed to change dressing daily. Will re-evaluate in one week . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Small midline non-healing surgical wound to abdomen. Status post hernia repair in (B)(6) 2011. Assessment: non-healing surgical wound to the lower midline abdomen. Suture removed. Wound bed packed with aquacel ag, then covered with a foam dressing. Patient instructed to change dressing daily. Will re-evaluate in one week . On (B)(6) 2012: (B)(6). Microbiology. Source: abdominal, upper right. Anaerobic final: organism 1 no anaerobic growth. Organism 2 anaerobic challenge, grew out aerobically. Wound culture final: organism 1 methicillin resistant staphylococcus aureus, light growth . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: culture was positive for mrsa [methicillin resistant staphylococcus aureus], however patient was treated in the hospital last week. Will plan to reculture next week. Will continue use of aquacel ag to wound bed, then cover with mom-adherent bandage. Will re-evaluate in one week . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: no change to wound bed. Unable to visualize the depth of the wound bed, there is a noted suture in the umbilicus. Aquacel ag applied to both areas, then covered with a bordered gauze. Will re-evaluate in one week. No odor from wound beds . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: suture removed today with visit. Also suture removal at the umbilicus site. Silver nitrate applied to wound bed, then aquacel ag packed to wound bed and covered with non-adherent bandage. Patient instructed to continue daily dressing changes. Will re-evaluate in one week. No odor. Abdominal wound cultured today secondary to non-healing wound bed . On (B)(6) 2012: (B)(6). Microbiology. Source: abdominal, upper right. Anaerobic final: organism 1 no anaerobic growth. Organism 2 anaerobic challenge, grew out aerobically. Wound culture final: organism 1 methicillin resistant staphylococcus aureus, light growth . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: increased epithelization. 100% beefy red tissue. Will continue use of aquacel ag, then cover with a bordered gauze. Patient instructed to change dressing daily. Periwound skin intact. No odor. Will re-evaluate in one week . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: increased epithelization. 100% beefy red tissue. Will continue use of aquacel ag to wound bed, and cover with a non-adherent bandage. Patient is compliant with wound care. Will re-evaluate in 2 weeks . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: stalled wound bed. Visible wound bed is 100% beefy red. Reports will be seeing a surgeon to evaluate for surgical treatment of her hernia. Wound bed cultured today secondary to stalling wound bed. Patient is changing dressing daily. Aquacel ag applied to wound bed, covered with a non-adherent bandage. Will re-evaluate in three weeks . On (B)(6) 2012: (B)(6). Microbiology. Source: abdominal, upper left. Anaerobic culture: final: organism 1 no anaerobic growth. Organism 2 anaerobic challenge. Wound culture final: organism 1 methicillin resistant staphylococcus aureus, light growth . On (B)(6) 2012: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. History: abdominal pain. Hernia. Findings: abdomen: lung bases are clear. Fatty liver is present. Remaining solid abdominal organs are unremarkable. No bowel obstruction is present. Pelvis: lower abdominal wall hernia is present along the left superior lateral margin of the hernia mesh. This contains small bowel. No associated obstruction is present. A midline lower abdominal wall hernia is present as well. Conclusion: two separate hernias of the lower abdominal wall, both containing small bowel. The more inferior one is midline and larger which includes but is much larger than portion of the abdominal wall containing mesh . On (B)(6) 2012: (B)(6). (B)(6). Radiology-small bowel series. History: assess for chronic small fistula. Impression: negative small bowel series. No fistulous tract is identified . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: instructed to continue to apply aquacel ag to wound bed daily until surgery to prevent contamination and infection . On (B)(6) 2012: (B)(6). (B)(6). Office notes. Assessment: open ulcer to the lower abdomen. Is scheduled for hernia repair on (B)(6) 2012 with dr. Faber. Patient instructed to continue use of aquacel ag and cover with a non-adherent bandage. Will continue weekly wound assessments until surgery . On (B)(6) 2012: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. History: abdominal pain, previous hysterectomy and hernia repair. Findings: the patient is status post ventral hernia repair. Along the lateral aspect of the mesh, there is a recurrent hernia containing loops of small bowel without evidence of obstruction. This is unchanged from prior examination. There is no free fluid. There is mild edema in the mesentery. Impression: diffuse fatty liver. Sigmoid diverticulitis with mild surrounding inflammation wall thickening consistent mild sigmoid diverticulitis. No free fluid of free air. Advanced calcification of the aorta with left renal artery involvement. There is no aneurysm . On (B)(6) 2012: (B)(6). (B)(6). Consultation. The patient is well known to me through the office and multiple encounters regarding repair of her recurrent ventral hernia as well as management of what appeared to be a persistent sinus tract. Through workup as an outpatient, no fistula to the bowel could be established, however, I do suspect persistent mesh infection. She was admitted to the hospital over the weekend secondary to diverticulitis as well as two increasing cellulitis and drainage from her abdominal wound. Cultures have shown mrsa [methicillin-resistant staphylococcus aureus] as well as mrsa [methicillin-resistant staphylococcus aureus] bacteremia. She had a persistent drainage tract that now has worsening erythema, increasing depth, increasing drainage, and has been nonhealing now for a year. She has obvious recurrence of her hernia likely containing loops of non-incarcerated or strangulated small bowel in the umbilical and periumbilical area. I feel the only way we will ever have a chance to get this managed for the patient both from the standpoint of her abdominal wound and from the recurrent issues with chronic colonization with mrsa [methicillin-resistant staphylococcus aureus] and now with mrsa [methicillin-resistant staphylococcus aureus] bacteremia will be to take her to the operating room for radical excision of the abdominal wall, removal of the mesh, reduction of recurrent hernia, and then based upon what we are left with and how involved this infection is, we will the decide how to best manage the abdominal wall and this could include biologic products, open care, or a combination thereof. I have discussed this in detail with the patient as well as the complexity of it and multiple complications that can occur. She does understand and is willing to proceed with our plan of care . On (B)(6) 2012: (B)(6). (B)(6), md. Discharge summary. Final diagnosis: persistent methicillin-resistant staphylococcus aureus abscess. Sinus tract abdominal wall abscess with probable persistent mesh infection. Methicillin-resistant staphylococcus aureus bacteremia. Diverticulitis. Complex recurrent ventral hernia. Obesity. Severe abdominal pain. Urinary tract infection persistent. Failure on outpatient wound care. Diabetes mellitus. Recurrent gastritis. Was admitted with methicillin-resistant staphylococcus aureus abscess in her ventral wall, ventral hernia, and recurrent ventral hernia with mesh damage. She was obese, diabetic, hypertensive, in pain and having diverticulitis. Dr. (B)(6) was consulted who felt that she needed a major repair to clear out all the pus infection in sinus canal that are formed with this. She had several surgeries on her abdomen with mesh repair done by, I believe, dr. (B)(6) in the past. According to her daughter, she does have a habit of picking at the wounds and may have self-infected herself, it is very difficult to know. She does not perceive reality correctly and she seems to want to have a lot of medical attention drawn to herself before surgeries and her past history has been peppered with that with numerous surgeries on her abdomen and other places, which I suspect is worrisome pathologically. She may be a munchhausen syndrome, although I have not confirmed that. We just watched her for several days, controlled her pain with medicine and mild narcotic and she did fine . On (B)(6) 2012: [missing records: records for the ¿exploratory laparotomy with extensive lesions [sic] of adhesions with excision of abdominal wall abscess, fistulous tract and old mesh en bloc with an en bloc resection of the small bowel and primary anastomoses with abdominal wall recurrent ventral hernia repair using biologic mesh and open wound care to the skin incision with a wound vac¿ procedure were not provided.] On (B)(6) 2012: (B)(6). (B)(6), md. History and physical. Past medical history that is significant for ventral hernia repair with postoperative complication including purulent surgical wounds slow to heal, also with sigmoid diverticulitis. Was last seen at our institution on (B)(6) 2012, where she was admitted for diverticulitis. Patient has had a long complicated course consisting of persistent methicillin-resistant staphylococcus aureus, abscess of the abdominal wall with probable infected mesh as well as recurrent ventral incisional hernia. Also history of mrsa [methicillin-resistant staphylococcus aureus] bacteremia. Patient presented to jewish hospital initially on (B)(6) 2012, for scheduled surgery. She underwent exploratory laparotomy with extensive lesions [sic] of adhesions with excision of abdominal wall abscess, fistulous tract and old mesh en bloc with an en bloc resection of the small bowel and primary anastomoses with abdominal wall recurrent ventral hernia repair using biologic mesh and open wound care to the skin incision with a wound vac. She is status post postoperative ileus, now clinically resolved and treatment of pseudomonas aeruginosa, fluid collection, infection of the abdomen as well as urine culture that grew out pseudomonas aeruginosa. Medications: insulin. Disposition: here for 2 weeks of antibiotics as well as dressing changes. Likely may require home health upon discharge, we will reassess prior to discharge home . On (B)(6) 2012: (B)(6). (B)(6), md. Discharge summary. Final diagnosis: recurrent ventral hernia repair, complicated by abdominal abscess; repeat exploratory laparotomy with repair; and open abdominal wound status post wound vacuum-assisted closure therapy, now on twice a day dressing changes. History of methicillin-resistant staphylococcus aureus bacteremia. Diverticulosis. Chronic abdominal pain. Rheumatoid arthritis. Obesity with body mass index of 35.5. Was transferred to (B)(6) skilled nursing unit from (B)(6) hospital after a prolonged hospital course. Because of her long complicated abdominal history, she went to (B)(6) hospital as she was scheduled for surgery on (B)(6) 2012, where she underwent exploratory laparotomy, lysis of adhesions, and excision of abdominal wall abscess. There was a fistula tract and old mesh, which was resected. Patient was placed on wound vac [vacuum-assisted closure] to help with incisional drainage. She had issues with urinary tract infection postoperatively as well as an ileus, and due to that prolonged course, she required transfer to our facility for rehabilitation. Since that time, she has completed her zyvox, meropenem, diflucan, and cubicin regimen and her last antibiotic cubicin dose will be at midnight tonight. As a result, she will be ready for discharge home with home health to assist with wound care . On (B)(6) 2012: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Clinical history: abdominal pain. Findings: there has been revision of mesh in the anterior abdominal wall. There is no longer evidence of hernia, but there is a fluid collection, apparently anterior to the mesh that is 2.4 x 8.6 cm in its greatest diameter. There is no air within this collection which is likely a seroma. If necessary, fluid collection is amendable to aspiration under CT guidance. Impression: fluid collection, likely seroma adjacent to mesh. No hernia . Records between (B)(6) 2012 and (B)(6) 2014 were not provided. On (B)(6) 2014: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Clinical history: pain right flank. Findings: there postsurgical changes of the anterior abdominal wall from prior hernia repair. Impression: negative for obstructive uropathy. Diverticulosis without diverticulitis. Fatty liver. Mesenteric adenitis. Pericardial effusion . On (B)(6) 2014: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Clinical history: abdominal pain. Findings: mesh is identified in the anterior abdominal wall consistent with previous operative intervention. Impression: inflammatory changes around the sigmoid colon are likely secondary to mild acute uncomplicated diverticulitis . Records between (B)(6) 2014 and (B)(6) 2018 were not provided. On (B)(6) 2018: (B)(6). (B)(6). Radiology-CT abdomen/pelvis. Clinical history: pain. Impression: acute diverticulitis. Bilateral pleural effusions and pericardial effusion . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane: a component that is made from or resembles a thin flexible sheet of material acting as a boundary or separating two chambers. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 2668) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span june 25, 1985 through november 2, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from june 25, 1990 through november 22, 2002; from november 23, 2002 through january 7, 2005; from january 18, 2005 through june 20, 2007; from march 18, 2008 through september 20, 2011; and from december 13, 2014 through november 2, 2018 were not provided. Medical records including the operative report for the procedure performed on (B)(6) 2012 whereby the gore device was allegedly explanted were not provided. Patient information: medical history: on (B)(6) 1985: hiatal hernia [requires repair]. On (B)(6) 1990: epigastric tenderness. Diverticulosis. Smoking. On (B)(6) 2004: ¿former smoker quit about 19 years ago.¿ on (B)(6) 2010: tobacco use. On (B)(6) 2012: ¿cigarette smoking, quit 26 years ago.¿ chronic obstructive pulmonary disease [copd]. Morbid obesity. On (B)(6) 1990: ¿obese¿. On (B)(6) 2007: 216 lbs., bmi 38.9. On (B)(6) 2010: 208 lbs., bmi 37.4. On (B)(6) 2011: 186 lbs., bmi 33. On (B)(6) 2011: 200 lbs., bmi 36. Diabetes mellitus. On (B)(6) 2003: history of diabetes. On (B)(6) 2007: glyburide and lantus insulin. On (B)(6) 2012: insulin. Gastroesophageal reflux disease [gerd]. Hypertension. Methicillin resistant staphylococcus aureus [mrsa]. On (B)(6) 2012: two hernias of the lower abdominal wall, both contain small bowel. Surgical procedures: 1967: appendectomy, cholecystectomy. On (B)(6) 2007: cystoscopy, diagnostic laparotomy with lysis of adhesions and inspection of bladder and colon. On (B)(6) 2008: open incisional hernia repair with mesh placement. Implant: gore® dualmesh® biomaterial. On (B)(6) 2011: diagnostic laparoscopy with extensive lysis of adhesions. Conversion to open laparotomy with continued lysis of adhesions. Repair of enterotomy x 2. Primary closure of incisional hernias x 2. On (B)(6) 2012: exploratory laparotomy with extensive lesions [sic] of adhesions with excision of abdominal wall abscess, fistulous tract and old mesh en bloc with an en bloc resection of the small bowel and primary anastomoses with abdominal wall recurrent ventral hernia repair using biologic mesh and open wound care to the skin incision with a wound vac. [No operative report provided.] Relevant medical information: on (B)(6) 2005: CT abdomen/pelvis [a/p]. ¿indication: mid-abdominal pain. Impression: sigmoid diverticulosis without diverticulitis.¿ on (B)(6) 2007: CT a/p. ¿indications: diverticulitis. Findings: small hiatal hernia. Impression: sigmoid diverticulosis without CT evidence for diverticulitis.¿ on (B)(6) 2007: inpatient hospitalization. On (B)(6) 2007: procedure: cystoscopy, diagnostic laparotomy with lysis of adhesions and inspection of bladder and colon. ¿a lower midline incision was reopened. The peritoneal cavity was entered. Minimal adhesions were present to the anterior abdominal wall. With the patient in a head down position, the pelvis was then explored. There were multiple adhesions from the small intestine and colon to the bladder, but these appeared to be postoperative and were not related to chronic or acute diverticulitis. The intraperitoneal portions of the bladder were completely dissected. The sigmoid colon was dissected completely out of the pelvis and the bladder was inspected circumferentially. Other than distortion of the bladder related to the adhesions to the sigmoid colon, no connection was identified. Once all of these adhesions were taken down and hemostasis was assured using stick ties of 3 0 polysorb, the remaining abdomen was inspected and no evidence of inflammatory reaction or any connection to the bladder was identified. The area was then irrigated and aspirated. Hemostasis was once again assured.¿ on (B)(6) 2007: discharge summary. ¿diagnosis: intraabdominal adhesions with bladder distortion and recurrent urinary tract infection.¿ implant preoperative complaints: on (B)(6) 2008: ¿presents with ventral incisional hernia, recurrent, abdominal pain. First noticed 1 month ago. Characterizes as aching, moderate intensity. Symptoms include constipation. Review of symptoms: abdominal pain, acid reflux, heartburn, hematochezia, hemorrhoids, melena. Exam: gastrointestinal: incisional hernia present; both to right and slightly above umbilicus, one lower on left. Plan: hernia repair ventral/incisional.¿ implant procedure: open incisional hernia repair with mesh placement. [Implant: gore® dualmesh® biomaterial, 1dlmc03/04187198, 10cm x 15cm x 1 mm, oval]. Implant date: on (B)(6) 2008. Description of hernia being treated: ¿the previous midline incision was opened along the periumbilical area where the first hernia was encountered. This was carried down to the hernia sac, which was opened. Incarcerated small bowel was dissected from the hernia to allow access to the peritoneal cavity. The lower midline incision was then palpated. In addition to the large hernia in the lower aspect of the incision, multiple fenestrations were present throughout the remaining portion of the incision. The remaining portion of the lower midline incision was then opened, all of the fenestrations were interconnected, and incarcerated small bowel was dissected from the hernia sacs.¿ implant size and fixation: ¿a small umbilical hernia was present and this was closed internally with a single stitch of 0 mersilene. A gore-tex dual-sided mesh was then selected, since no omentum was present to protect the bowel. This was inserted behind the entire abdominal wall and mass sutures including fascia and muscle were then used to attach the mesh to the internal surface of the abdominal wall, this was performed using a 0 mersilene circumferentially. Once this was accomplished, the subcutaneous tissue was approximated with a running stitch of 3-0 polysorb.¿ on (B)(6) 2008: pathology. ¿diagnosis: fibromembranous connective tissue consistent with hernia sac. No granulomas or malignancy present.¿ relevant medical information: on (B)(6) 2008: history and physical. ¿took several cathartics and ended up with intractable nausea, vomiting and diarrhea. Obviously this strained her incision and with persisting symptoms, she came to the emergency room. Her abdomen is just a little bit more sore from vomiting and diarrhea over wounds. Exam: abdomen: hernia incision over her belly is clean and clear. Abdomen is soft with mild diffuse tenderness. Impression/plan: gastroenteritis, questionable complication of the urinary tract infection and surgery with hospitalization, pain medication and the fact that she took cathartics. Her symptoms are all stable.¿ on (B)(6) 2008: surgery follow up. ¿complains appropriate incisional pain. Incision appears clean, dry, intact and a little contused. Follow up 2 weeks.¿ on (B)(6) 2008: surgery follow up. ¿mild incisional pain. Incision has no evidence of infection or hernia, clean, dry, intact. Follow up 1 month.¿ on (B)(6) 2009: CT a/p history: ¿there has been mesh repair of the abdominal wall hernia. Impression: no acute abnormality.¿ on (B)(6) 2011: CT a/p. ¿findings: there are postsurgical changes of the anterior abdominal wall to the right of midline from hernia repair. Immediately to the left of the mesh there are 2 small hernia defects containing small bowel without wall thickening. Impression: mesenteric fat stranding with shoddy adenopathy suggesting mesenteric adenitis. Postoperative changes from ventral hernia repair with 2 recurrent bowel containing hernia defects without obstruction.¿ on (B)(6) 2011: CT a/p. ¿findings: there is a small hiatal hernia present. There is significant diverticulosis of the sigmoid colon without evidence of diverticulitis. The patient has undergone ventral hernia repair with mesh. Just to the left of the upper hernia mass, there is recurrent herniated containing a loop of small bowel. There is no obstruction. There is no strangulation. Impression: fatty liver. Small hiatal hernia. Ventral hernia repair with small recurrent/residual hernia along the upper left aspect of the mass. There is no strangulation. There is no bowel obstruction.¿ on (B)(6) 2011: CT a/p. ¿findings: abdomen: small hiatal hernia. Findings pelvis: postsurgical changes from ventral hernia repair. Ventral hernia just lateral to mesh material along left side containing a solitary nondistended loop of bowel. This is unchanged. Second subjacent hernia more inferiorly, appears new, contains small portion of nondistended bowel. Impression abdomen: small hiatal hernia, mesenteric findings suggestive of mesenteric panniculitis. Impression pelvis: 2 small ventral hernias contain nondistended bowel, no inflammatory changes. Colonic diverticulosis.¿ on (B)(6) 2011: ¿abdominal pain primarily in left flank, moderate intensity. Found to have two incisional herniae and massive steatosis of liver. Exam: gastrointestinal: normal bowel sounds; no masses or tenderness; an incisional and at the umbilicus appears to be reducible hernia.¿ on (B)(6) 2011: ¿ventral hernia. Abdominal pain located left flank. Plan: consent for hernia repair ventral/incisional and will attempt laparoscopic repair and convert to open if needed.¿ on (B)(6) 2011: inpatient hospitalization [hospitalization on (B)(6) 2011]. On (B)(6) 2011: diagnostic laparoscopy with extensive lysis of adhesions. Conversion to open laparotomy with continued lysis of adhesions. Repair of enterotomy x 2. Primary closure of incisional hernias x 2. ¿the abdomen was insufflated at 15 mmhg with co2 through a left upper quadrant veress needle. A 5-mm introducer was placed along with camera and telescope. Exploration revealed extensive midline adhesions involving the omentum and small bowel. The second 5-mm port was placed in the left lower quadrant and sequentially these adhesions were taken down. This was proceeding nicely for the first 45 minutes, she had implanted mesh in the left lower midline, and the small intestine was firmly adherent to this mesh. As these adhesions were taken down, 2 enterotomies were identified. At that point, it was decided the patient¿s midline incision was opened just above the upper edge of the mesh. Peritoneal cavity was entered and the mesh was divided along the midline to allow access to the abdominal cavity. The 2 incisional hernias were present to the left of the incision and both actually were quite small measuring approximately 2 m in cross-sectional diameter and a linear. The adhesions were further taken down, the small bowel enterotomies were closed with interrupted sutures of 2-0 vicryl. The 2 hernias that were identified were closed with interrupted stitches of 0 mersilene internally, due to the contamination from the small bowel content, it was elected not to insert mesh at this time. The abdomen was then copiously irrigated and aspirated. Hemostasis was assured. The midline wound was closed superiorly with interrupted stitches of 0 mersilene into the fascia and then inferiorly thoroughly mesh to mesh. Once this was accomplished, the skin was closed with stapler and the port sites were closed with a stapler as well. Dry sterile dressings were applied. She tolerated procedure well, and was taken to recovery area in stable condition.¿ on (B)(6) 2011: discharge summary. ¿hospital course: had a limited open procedure performed with repair of the enterotomy. She had slow return of gut function and significant motility issues in terms of postoperative pain.¿ on (B)(6) 2011: ¿feeling better. Incision appears clean, intact, some minimal serous output from wound edges. Follow up 1 week.¿ on (B)(6) 2011: ¿wound virtually closed at this time.¿ on (B)(6) 2011: CT a/p. Impression: differential would include various causes for both infectious and noninfectious colitis, felt to be less likely bowel ischemia or neoplasia because long-segment involvement. No specific CT findings for bowel ischemia are identified at this time. No evidence of diverticulitis.¿ on (B)(6) 2011: ¿small midline non-healing surgical wound to abdomen. Assessment: small hypergranulated area to the distal end of the incisional line from a hernia repair on (B)(6). Silver nitrate to the wound bed/hypergranulated area. Aquacel ag applied over wound bed and covered with a bordered gauze.¿ on (B)(6) 2012: ¿non-healing surgical wound to the lower midline abdomen. Suture removed. Wound bed packed with aquacel ag, then covered with a foam dressing.¿ on (B)(6) 2012: microbiology. ¿source: abdominal, upper right. Wound culture final: organism 1 methicillin resistant staphylococcus aureus, light growth.¿ on (B)(6) 2012: ¿suture removed today with visit. Also suture removal at the umbilicus site. Silver nitrate applied to wound bed, then aquacel ag packed to wound bed and covered with non-adherent bandage. Abdominal wound cultured today secondary to non-healing wound bed.¿ on (B)(6) 2012: ¿stalled wound bed. Reports will be seeing a surgeon to evaluate for surgical treatment of her hernia.¿ on (B)(6) 2012: microbiology. ¿wound culture final: organism 1 methicillin resistant staphylococcus aureus, light growth.¿ on (B)(6) 2012: CT a/p. ¿conclusion: two separate hernias of the lower abdominal wall, both containing small bowel. The more inferior one is midline and larger which includes but is much larger than portion of the abdominal wall containing mesh.¿ explant preoperative complaints: on (B)(6) 2012: CT a/p. ¿findings: along the lateral aspect of the mesh, there is a recurrent hernia containing loops of small bowel without evidence of obstruction. This is unchanged from prior examination. There is no free fluid. There is mild edema in the mesentery. Impression: diffuse fatty liver. Sigmoid diverticulitis with mild surrounding inflammation wall thickening consistent mild sigmoid diverticulitis. No free fluid of free air.¿ on (B)(6) 2012: inpatient hospitalization. On (B)(6) 2012: ¿consultation. Through workup as an outpatient, no fistula to the bowel could be established, however, I do suspect persistent mesh infection. She was admitted to the hospital over the weekend secondary to diverticulitis as well as two increasing cellulitis and drainage from her abdominal wound. Cultures have shown mrsa [methicillin-resistant staphylococcus aureus] as well as mrsa [methicillin-resistant staphylococcus aureus] bacteremia. She had a persistent drainage tract that now has worsening erythema, increasing depth, increasing drainage, and has been nonhealing now for a year. She has obvious recurrence of her hernia likely containing loops of non-incarcerated or strangulated small bowel in the umbilical and periumbilical area. I feel the only way we will ever have a chance to get this managed for the patient both from the standpoint of her abdominal wound and from the recurrent issues with chronic colonization with mrsa [methicillin-resistant staphylococcus aureus] and now with mrsa [methicillin-resistant staphylococcus aureus] bacteremia will be to take her to the operating room for radical excision of the abdominal wall, removal of the mesh, reduction of recurrent hernia, and then based upon what we are left with and how involved this infection is, we will the decide how to best manage the abdominal wall and this could include biologic products, open care, or a combination thereof.¿ on (B)(6) 2012: discharge summary. Final diagnosis: persistent methicillin-resistant staphylococcus aureus abscess. Sinus tract abdominal wall abscess with probable persistent mesh infection. Methicillin-resistant staphylococcus aureus bacteremia. Diverticulitis. Complex recurrent ventral hernia. Failure on outpatient wound care. Diabetes mellitus. Recurrent gastritis. According to her daughter, she does have a habit of picking at the wounds and may have self-infected herself, it is very difficult to know. She does not perceive reality correctly and she seems to want to have a lot of medical attention drawn to herself before surgeries and her past history has been peppered with that with numerous surgeries on her abdomen and other places, which I suspect is worrisome pathologically. She may be a munchhausen syndrome, although I have not confirmed that.¿ explant procedure: exploratory laparotomy with extensive lesions [sic] of adhesions with excision of abdominal wall abscess, fistulous tract and old mesh en bloc with an en bloc resection of the small bowel and primary anastomoses with abdominal wall recurrent ventral hernia repair using biologic mesh and open wound care to the skin incision with a wound vac. [No operative report provided.] Explant date: on (B)(6) 2012, (hospitalization on (B)(6) 2012). Relevant medical information: on (B)(6) 2012: transferred and admitted for rehabilitation. ¿patient presented to (B)(6) hospital initially on (B)(6) 2012, for scheduled surgery. She underwent exploratory laparotomy with extensive lesions [sic] of adhesions with excision of abdominal wall abscess, fistulous tract and old mesh en bloc with an en bloc resection of the small bowel and primary anastomoses with abdominal wall recurrent ventral hernia repair using biologic mesh and open wound care to the skin incision with a wound vac. She is status post postoperative ileus, now clinically resolved and treatment of pseudomonas aeruginosa, fluid collection, infection of the abdomen as well as urine culture that grew out pseudomonas aeruginosa. Disposition: here for 2 weeks of antibiotics as well as dressing changes. Likely may require home health upon discharge, we will reassess prior to discharge home.¿ on (B)(6) 2012: discharge summary. Final diagnosis: recurrent ventral hernia repair, complicated by abdominal abscess; repeat exploratory laparotomy with repair; and open abdominal wound status post wound vacuum-assisted closure therapy, now on twice a day dressing changes. History of methicillin-resistant staphylococcus aureus bacteremia. Diverticulosis. Chronic abdominal pain. Rheumatoid arthritis. Obesity with body mass index of 35.5. Was transferred to flaget skilled nursing unit from jewish hospital after a prolonged hospital course. Because of her long complicated abdominal history, she went to (B)(6) hospital as she was scheduled for surgery on (B)(6) 2012, where she underwent exploratory laparotomy, lysis of adhesions, and excision of abdominal wall abscess. There was a fistula tract and old mesh, which was resected. Patient was placed on wound vac [vacuum-assisted closure] to help with incisional drainage. She had issues with urinary tract infection postoperatively as well as an ileus, and due to that prolonged course, she required transfer to our facility for rehabilitation. Since that time, she has completed her zyvox, meropenem, diflucan, and cubicin regimen and her last antibiotic cubicin dose will be at midnight tonight. As a result, she will be ready for discharge home with home health to assist with wound care. On (B)(6) 2012: CT a/p. Findings: ¿there has been revision of mesh in the anterior abdominal wall. There is no longer evidence of hernia, but there is a fluid collection, apparently anterior to the mesh that is 2.4 x 8.6 cm in its greatest diameter. There is no air within this collection which is likely a seroma. If necessary, fluid collection is amendable to aspiration under CT guidance. Impression: fluid collection, likely seroma adjacent to mesh. No hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use also states, ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the mesh. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The following was reported: ¿on (B)(6) 2011, [the patient] underwent open surgery to remove the gore mesh which has become adhered to her bowel and allowed recurrence to develop. Ms. Bird was symptomatic for pain prior to removal. Either due to mesh erosion or the density of the adhesions and need for mesh removal, she suffered several perforation of her bowel. The mesh was removed, and she underwent primary repair.¿ it was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
B7: added medical history h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/18/2008, including records for previous abdominal surgeries, were not provided. On (B)(6) 2008: (B)(6), md. Operative report. Preop diagnosis: incisional hernia x 2. Postop diagnosis: fenestration of entire lower midline wound with incarcerated fat. Procedure: open incisional hernia repair with mesh placement. Description of procedure: ¿following induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual manner. The previous midline incision was opened along the periumbilical area where the first hernia was encountered. This was carried down to the hernia sac, which was opened. Incarcerated small bowel was dissected from the hernia to allow access to the peritoneal cavity. The lower midline incision was then palpated. In addition to the large hernia in the lower aspect of the incision, multiple fenestrations were present throughout the remaining portion of the incision. The remaining portion of the lower midline incision was then opened, all of the fenestrations were interconnected, and incarcerated small bowel was dissected from the hernia sacs. A small umbilical hernia was present and this was closed internally with a single stitch of 0 mersilene. A gore-tex dual-sided mesh was then selected, since no omentum was present to protect the bowel. This was inserted behind the entire abdominal wall and mass sutures including fascia and muscle were then used to attach the mesh to the internal surface of the abdominal wall, this was performed using a 0 mersilene circumferentially. Once this was accomplished, the subcutaneous tissue was approximated with a running stitch of 3-0 polysorb, after correct sponge and needle counts x 2. The skin was closed with a running mattress suture of 3-0 nylon. Dry sterile dressings were applied. She tolerated the procedure well, was awakened on the table, extubated and taken to recovery in stable condition.¿ on (B)(6) 2008: (B)(6) hospital. Implant record. Implant: mesh goretex 10 x 15 cm 1dlmc03. Qty: 1. Manufacturer: gorexl. Lot#: 04187198. Site: abdomen. Exp date: 01/02/11. The records confirm a gore-tex® dualmesh® (1dlmc03/04187198) was implanted during the procedure. On (B)(6) 2008: (B)(6), md. Surgical pathology report. Diagnosis: fibromembranous connective tissue consistent with hernia sac. No granulomas or malignancy present. Records between 3/18/2008 and 9/20/2011 were not provided. On (B)(6) 2011: (B)(6), md. Operative report. Preop diagnosis: recurrent incisional hernia and steatosis liver. Postop diagnosis: incisional hernia x 2. Extensive intra-abdominal adhesions. Tatrogenic small enterotomy x 2. Procedure: diagnostic laparoscopy with extensive lysis of adhesions. Conversion to open laparotomy with continued lysis of adhesions. Repair of enterotomy x 2. Primary closure of incisional hernias x 2. Description of procedure: ¿following the induction of general endotracheal anesthesia and placement of orogastric tube, the abdomen was insufflated at 15 mmhg with co2 through a left upper quadrant veress needle. A 5-mm introducer was placed along with camera and telescope. Exploration revealed extensive midline adhesions involving the omentum and small bowel. The second 5-mm port was placed in the left lower quadrant and sequentially these adhesions were taken down. This was proceeding nicely for the first 45 minutes, she had implanted mesh in the left lower midline, and the small intestine was firmly adherent to this mesh. As these adhesions were taken down, 2 enterotomies were identified. At that point, it was decided the patient¿s midline incision was opened just above the upper edge of the mesh. Peritoneal cavity was entered and the mesh was divided along the midline to allow access to the abdominal cavity. The 2 incisional hernias were present to the left of the incision and both actually were quite small measuring approximately 2 m in cross-sectional diameter and a linear. The adhesions were further taken down, the small bowel enterotomies were closed with interrupted sutures of 2-0 vicryl. The 2 hernias that were identified were closed with interrupted stitches of 0 mersilene internally, due to the contamination from the small bowel content, it was elected not to insert mesh at this time. The abdomen was then copiously irrigated and aspirated. Hemostasis was assured. The midline wound was closed superiorly with interrupted stitches of 0 mersilene into the fascia and then inferiorly thoroughly mesh to mesh. Once this was accomplished, the skin was closed with stapler and the port sites were closed with a stapler as well. Dry sterile dressings were applied. She tolerated procedure well, and was taken to recovery area in stable condition.¿ there is no mention of gore device removal in these records. On (B)(6) 2011: (B)(6), md. Discharge summary. Incarcerated recurrent incisional hernia. Hospital course: increasing pain from a recurrent incisional hernia. Had a limited open procedure performed with repair of the enterotomy. She had slow return of gut function and significant motility issues in terms of postoperative pain. Final diagnosis: multiply [sic] recurrent incisional hernia. Postop physical mobility issues. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.